Event description:
The customer reported that the right workstation handle exhibited "sheared" studs and came free of the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was replaced during the service call. The system was put back into service.